Manufacturer narrative:
On (B)(6) 2017, when nakanishi received the patient information from the dentist on the phone, the dentist refused to provide the patient identifier. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c170328-11-1]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z85l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. The test was concluded at 21 seconds due the quickness of the rise in temperature. Temperature measurements 21 seconds after the start are as follows: test point (1): 60.6 degrees c, test point (2): 69.7 degrees c, test point (3): 29.8 degrees c, test point (4): 29.6 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) on the cartridge rear side was broken. The ball pockets of the bearing were worn. The ball rolling surface of the inner bearing race was also worn. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken ball retaining plastic part. Nakanishi considers the possibility from many years of experience that the cause of the ball retaining part being broken was abrasion due to repeated use and the ingress of foreign materials. A lack of maintenance causes the accumulation of debris (abrasive powders/ foreign materials) in the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
The dentist did not disclose the patient identifier.

Event description:
On march 27, 2017, an nsk handpiece z85l ((B)(4)) was returned from a distributor to nakanishi for repair. There was a note with the handpiece describing the handpiece as overheating, but there was no information about burning a patient. On march 31, 2017, nakanishi contacted the dentist for more information. The information nakanishi obtained is as follows. - the event occurred on (B)(6) 2017. - the dentist reported to the distributor on march 31, 2017 that the patient was burned. - the dentist was removing a metal crown on tooth #7 right upper jaw using the z85l. - the patient was under local anesthesia. - according to the dentist, no malfunction was observed prior to use, however, the patient reported a burn post treatment. - the dentist disinfected the burned area and applied oral ointment to the patient. - according to the dentist, the patient visited the clinic after the event, and the dentist treated the patient as usual. - the burn had been healed after multiple visits to the dental office.